Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrodes failed to allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another set of pads to continue treating the pt, with the same defibrillator. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.